Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025, under monitored anesthesia care (mac). During a routine follow up on (B)(6) 2025 a computer tomography (CT) simulation was performed, and a rectal wall infiltration was found, the hydrogel was partially in the right place and partially in the rectal wall. The patient experienced incomplete emptying, pressure with bowel movements, and tenesmus. It was reported that the patient will receive simultaneous integrated boost ("flame") in 35 fractions.